Event description:
It was reported that the device is not pumping or circulating the fluid. No patient injury was reported.

Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). A manufacturing device history record (DHR) review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. No physical damage was observed. Removed back cover and found that there was a crack in the return tube which had leaked water and damaged multiple components. The root cause of the reported issue was design. . Actions were taken to mitigate the reported issue: replaced return tube and print circuit board.